Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue with supply changes or resuming insulin, however, occlusion continued. A replacement pump was sent to the customer to resolve the issue.